Event description:
While undergoing surgery, pt developed high co level of 49. The machine had not been used for about 48 hrs. Pt was not injured. Anesthesia machine was taken out of service. It is interaction high co level was the result of an interaction between baralyme and desflurane.